Event description:
A nurse reported that on eight (8) different occasions with eight (8) different fecal management system kits in last week the balloon would only inflate to 5cc. On all eight (8) separate occasions 5cc, was drawn out and when the nurse(s) tried to instill the 5cc back they were unable to instill the 5cc back into the port.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. For each reported occasion a nurse contacted a convatec sales representative to report this event. No information was provided regarding event dates or product lots. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Note: the actual date of event is unknown, so the date used was the date convatec became aware.